Event description:
Customer has a low battery with exp 2024 . There was no patient involved in this event.

Manufacturer narrative:
Depleted pad-pak. Root cause inconclusive. The returned pad-pak was manufactured as 1 of (B)(4) in lot a3267 on the 19th december 2019, 197 of which were released from heartsine on the 23rd december 2019 with an expiry of 2024-04-01. During the investigation, the pad-pak measurements confirmed the batteries were depleted, causing a known good device to power off with ¿warning low battery, device service required¿, as per the reported fault. Consistent depletion was observed on all battery cells, indicating they had been depleted by an external load. Further communications were sent on the 6th january 2021 to request the return of the sam 300p used with this pad-pak or the saverevo download file (see communication log - ¿re: (B)(4) pad-pak depleted early¿). However, this was not provided, and no AED was returned for investigation. . The reported fault could be attributed to any number of factors, such as the storage conditions of the device. However, these could not be confirmed, therefore the root cause could not be determined. The pad-pak shall be scrapped.

Event description:
Customer has a low battery with exp 2024 . There was no patient involved in this event.